Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/03/2020. Additional h3 investigation summary: it was received for analysis an empty opened overwrap, an empty folder and a needle-suture piece of product code p8663t, lot al0254. During the visual inspection of the used needle-suture piece, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture piece busted were observed. Also, body fluids and slice at the end due to use were noted. Additional, per the condition of the sample the functional test can¿t be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot al0254, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a breast implant procedure on (B)(6) 2019 and suture was used. During the procedure, at the time of closing the skin in the areola, the suture was passed and suturing is continued. It was evident that the thread was split and broken. There were no adverse patient consequences reported. No additional information was provided.